Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: customer states that upon a surgeon put the device into the pt cavity through a trocar, the jaws articulated on its own. Opened another device and completed the procedure. No pt harm. No tissue damage. Nothing fell into the cavity. No delay reported. No reinforcement material was used.

Manufacturer narrative:
(B)(4).